Event description:
The device was used during a wedge resection procedure. It was reported by the affiliate that the device stapled but did not cut. A new device was used to complete the case. This was the first firing of the device. There was no pt consequence.